Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt intermittently failed functional testing. The root cause of the intermittent failure was contamination on j702, j703, j704 connectors in the distribution node (dn). Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the damaged cable.

Event description:
A us distributor reported that a patient's was experiencing service code 204 (belt/monitor unusable).